Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Slow inflation/deflation were not confirmed. The difficulty to remove could not be replicated in a testing environment as they are based on operational circumstances. Based on a visual/dimensional/functional inspection of the returned device, there is no indication of a product deficiency. A cine review of the procedure revealed inflations were performed in two areas in the proximal left anterior descending (lad) artery. A stent was deployed in the more distal lesion followed by stent in the ostium of the lad. During the proximal deployment there was a significant waist in the balloon. Several post-deployment balloon dilatations were performed before the balloon waist disappeared. A final stent was then deployed between the two stents. Unfortunately there were no images of the stent delivery system deflations or pullbacks to confirm the incident description. There is a possibility that the lesion in the ostium of the lad affected or crimped the shaft and inflation lumens of the balloon catheters. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat two lesions in the proximal left anterior descending artery (lad). Pre-dilatation was performed. It was noted that the unknown pre-dilatation balloons were difficult to inflate and deflate. The 3.5 x 23 mm xience prime stent was deployed in the lad1, and the 3.0 x 23 mm xience prime stent was deployed in the lad2. It was again noted that the stent delivery system (sds) balloons were difficult to inflate. After stent deployment, the balloons deflations seemed to be very slow and the sds balloons seemed to stick to the stents. The balloons were finally deflated and removed without issue. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The additional xience prime referenced is being filed under a separate medwatch report.